Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: (B)(4)-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Event description:
Consumer reported complaint for high blood glucose results. Pharmacist is calling on behalf of the customer. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 80 to 102mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 08/21/2019 and open vial date is within the month of (B)(6) 2017. The meter memory was reviewed for previous test result history: a 163mg/dl - fasting: yes. A 147mg/dl - fasting: yes. A138mg/dl - fasting: yes. A136mg/dl - fasting: yes. A 156mg/dl - fasting: yes. The customer is concerned with the high readings on the meter. She is feeling well and takes her blood test fasting. She takes her blood test fasting.